Event description:
It was reported to st. Jude medical that the lead was explanted when noise and low pacing lead impedance were observed on the stored and real-time egms, which resulted in the delivery of inappropriate therapy. Upon explant of the lead, an insulation break was observed.